Event description:
It was reported that the patient had port site infection, the radiologist looked at infection and observed that the velocity port had come off the muscle and flipped upside down. Replacement device had to be fitted to resolve the issue. There was no other patient complication reported.

Manufacturer narrative:
Date sent: 01/16/2009. Information anticipated, but unavailable at this time.